Event description:
Treatment of a large aneurysm located in the carotid siphon segment of the left ica (internal carotid artery). During the procedure, it was reported that the physician brought the navien guide catheter up into the ica; however, the navien was not able to reach the petrous segment of the ica after several attempts so the physician inserted the marksman catheter. Once the marksman catheter tip was positioned a few millimeters from the distal edge of the aneurysm neck, the 4.25mm x 18mm ped (pipeline embolization device) was advanced inside the marksman catheter and resistance was experienced when the ped was passing between the aortic arch and the left common carotid artery. The physician was able to advance the ped to the tip of the marksman by pulling back on the marksman and navien. The physician attempted to deploy the pipeline, but the distal end could not be released from the capture coil despite rotating the pushwire. After several failed attempts of trying to release the ped from the capture coil, the physician decided to retrieve the entire system (pipeline, pushwire, and marksman catheter) and try again with a new pipeline and marksman. Once the new marksman was advanced in the navien, the navien pulled down and it was observed that the navien was kinked in correspondence with the passage from the aortic arch to the left common artery according to the angiogram images. The navien catheter was discovered to be broken at approximately 2/3 from the proximal tip of the catheter to the last segment where the catheter characteristics begin to change from rigid to flexible when it was removed from the patient. The new ped was implanted without issues using another guide catheter. No patient injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00902.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).